Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53), the main arm cannot communicate with the motor arm (pump error 3) and the hal software error was detected (pump error 54). No harm requiring medical intervention was reported. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. The customer will discontinue using the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly onto the reservoir compartment. No pump error 53, pump error 3, and pump error 54 alarms were noted during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 54 alarm (file number: 32122, line number: 1421, esf #: (B)(4) on the event date of (B)(6)2022 at 22:23:11.000 due to a possible software anomaly. Pump alarmed a pump error 3 on the event date of (B)(6)2022 at 22:23:13.000. Pump alarmed a pump error 53 (line number = 2006; file number = 5632, esf #: (B)(4) on the event date of (B)(6)2022 at 22:23:54.000 due to a possible software anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 53 and pump error 54 alarms were confirmed in the pump history files and traces due to a software anomaly. Pump error 3 alarm was confirmed as a consequence of pump error 54. Moisture damage was confirmed found isolated on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.